Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified time/date issue with the pump. Animas customer support made several attempts to contact the patient to obtain more detailed information; however, the reporter did not respond to these attempts. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may result in over- or under-delivery of insulin to the patient due to running the incorrect time segment.

Manufacturer narrative:
Follow up #1.

Manufacturer narrative:
Follow up #2 submitted 08/24/2016. (B)(4).

Manufacturer narrative:
Follow-up #3 date of submission 01/10/2017-product analysis: the device was returned and evaluated by product analysis on 12/22/2017 with the following findings: evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.